Event description:
(B)(6) 2025: integrum has been informed that axor ii unit(B)(4). Has fallen off from the abutment. No health consequences or patient injury reported. Manufacturing investigation performed, batch documentation reviewed. No deviations found, the device has been manufactured according to specification. (B)(6) 2025: technical investigation of unit (B)(4).performed. During the investigation the functions were tested and components inspected. The reported issue could not be replicaded. The clamps showed marks which indicates that the abutment may not have been fully inserted at some point. In addition, several components were damaged and incredibly dirty due to poor maintenance. During service, worn components were replaced. The device was thoroughly cleaned and functionally tested according to specification with approved results. (B)(6) 2025: a feedback report sent to the customer highlight the importance of donning the axor ii according to the IFU to ensure a stable connection and prevent damage or wear to the clamps. The importance to move the leg/tap the foot on the floor, tighten further and check the attachment. As stated in the IFU, the device shall not be used if a stable connection cannot be achieved. The importance of cleaning the axor ii in accordance with the IFU and patient information. Failure to adhere to the instructions may affect the axor ii's function. Correct cleaning is also important prior to shipment for service. Failure to adhere to the instructions can compromise the safety of integrum staff. A reminder to send the device to integrum for annual service.

Event description:
(B)(6) 2025: integrum has been informed that axor ii unit (B)(6) has fallen off from the abutment. No health consequences or patient injury reported. Manufacturing investigation performed; batch documentation reviewed. No deviations found; the device has been manufactured according to specification. (B)(6) 2025: technical investigation of unit (B)(6) performed. During the investigation the functions were tested and components inspected. The reported issue could not be replicated. The clamps showed marks which indicates that the abutment may not have been fully inserted at some point. In addition, several components were damaged and incredibly dirty due to poor maintenance. During service, worn components were replaced. The device was thoroughly cleaned and functionally tested according to specification with approved results.